Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 451 mg/dl and the sensor glucose was 114 mg/dl. The insulin pump will not be returned for analysis.